Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. Eval - method: other, device history review. Results: other, no similar defect was reported during the manufacturing or package processes of the reported lot number. Conclusions: other, (B)(4) was opened to address the reported issue.

Event description:
The event is reported by the customer as: the stapler had been working and used in multiple procedures, but then it just stopped. The staple can be seen inside, but is stuck in the opening.